Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The stretch resistance wire (sr wire) was fractured, the embolization coil was detached from its pusher assembly, and the proximal constraint sphere was inside the distal detachment tip (ddt). The introducer sheath had blood inside. Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured and the embolization coil was detached from its pusher assembly. If the device is forcefully retracted against resistance, damage such as a fractured sr wire may occur and result in the embolization coil detaching from its pusher assembly. Further evaluation of the returned ruby coil revealed that the introducer sheath had blood inside. If continuous flush is not used during the procedure, it is likely that blood may enter the sheath. If blood coagulates on the device, it may contribute to resistance when advancing or retracting the device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using ruby coils. During the procedure, the physician attempted to place a ruby coil within the patient, however, the ruby coil was the wrong size and was therefore removed. After being retracted out of the microcatheter, the ruby coil broke off from its pusher assembly while it was being re-sheathed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.